Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of high results for multiple patient samples tested for elecsys free psa (free psa) on a cobas e 801 analytical unit. The free psa results were higher than the elecsys total psa (total psa) results. This medwatch will cover total psa. Refer to medwatch with a1 patient identifier (B)(6) for information on the free psa results. Examples of questionable results were provided for 3 patient samples. Patient 1 free psa result was 0.0176 ng/ml. The total psa result was 0.0073 ng/ml. Patient 2 free psa result was 0.0166 ng/ml. The total psa result was 0.006 ng/ml with a data flag. On (B)(6) 2025 patient 3 free psa result was 0.0203 ng/ml. The total psa result was 0.0110 ng/ml.

Manufacturer narrative:
Section d4, lot number, and expiration date were updated. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. No instrument maintenance issues were identified. The patient samples were not available for further investigation; therefore, the cause of the event could not be determined. A general reagent problem can be excluded as qc was within range. The investigation did not identify a product problem.